Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed off no power alarm prior to low battery alarm. Customer blood glucose level was 249 mg/dl at the time of the incident. Customer also had high blood glucose and declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, operating currents, selftest and off no power test. No unexpected battery power loss alarm noted.